Event description:
On (B)(6) 2010, an unspecified xience v stent was implanted over a non-abbott stent implanted in the rca. On (B)(6) 2011, restenosis was found in the left main artery (lm), the lad artery, the left circumflex artery (lcx) and the rca. On (B)(6) 2011, a coronary artery by-pass graft (CABG) was performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis as listed in the xience v everolimus eluting coronary stent system, instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. It should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.